Manufacturer narrative:
Device evaluated by manufacturer? Product not available.

Event description:
The user facility reported that the device leaked into the surgical site. The procedure was completed successfully. Although requested, additional details relating to the reported procedure were not made available. No adverse consequences to the patient were reported.